Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
On 28-jul-2025 the patient reported being hospitalized at (B)(6), belgium (dr (B)(6)) with diabetic ketoacidosis (dka) on (B)(6) 2025. On (B)(6) 2025, after wearing the pod for approximately 2 days, the controller stated there was no connection with the dexcom g7 sensor and it was searching for sensor connection. The blood glucose values on the dexcom app versus the omnipod controller were not the same (patient did not have exact values to provide). The patient had symptoms of vomiting, fatigue, altered speech and dry mouth so his girlfriend brought him to the emergency room. His blood glucose in the hospital was 600 mg/dl and he was diagnosed with diabetic ketoacidosis (dka). He was admitted to the intensive care unit and was treated with an unspecified intravenous infusion. The patient did not have memory of other details including what he was treated with. The patient was discharged from the hospital on (B)(6) 2025, after 8 days there.